Event description:
It was reported that the pt was unable to adjust their stimulation. A power-on-reset (por) condition was noted and a "call your doctor" message was seen on their neurostimulator. Add'l info was requested for device info and pt outcome.

Event description:
Additional information. The patient was successfully reprogrammed.

Manufacturer narrative:
(B)(4).